Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced diaphragm stimulation with pacing. The physician attempted to reposition the lead, but it was unable to extend the helix. The lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found.